Event description:
It was reported that the patient's right hmrs construct needs to be revised. A patient specific implant form was provided with the following notes: "patient has a distal hmrs femur which is non functioning. Femoral stem is fully ingrown. Patient requires a distal femur to fit this stem and a corresponding tibial component". Revision date has not been reported. Update: "due to deterioration of hinge and polyethylene parts after debridement made due to infection; revision is requested due to flexion limitation of the patient."

Manufacturer narrative:
An event regarding range of motion (rom) and infection involving an unknown hmrs femoral component was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components." -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that the patient required revision surgery due to flexion limitation; deterioration of hinge and polyethylene parts after debridement made due to infection. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hmrs construct needs to be revised. A patient specific implant form was provided with the following notes: "patient has a distal hmrs femur which is non functioning. Femoral stem is fully ingrown. Patient requires a distal femur to fit this stem and a corresponding tibial component". Revision date has not been reported.